Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead ended up in child's throat [foreign body in respiratory tract]. Coughed [cough]. May be a small piece of plastic missing, it's possible that (B)(6) child swallowed it [accidental device ingestion by a child]. Possible that child swallowed piece of plastic [exposure via ingestion]. Small head which has the bristles had come off / broken replacement brush / piece of plastic missing - oral-b brushhead [device breakage]. Case description: a parent reported spontaneously via e-mail on 21-jan-2018 that his/her (B)(6) child of unspecified gender was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown and showed him/her an oral-b brushhead, version unknown with missing bristles. The parent elaborated that the electric toothbrush's small head which had the bristles had come off and ended up in his/her child's throat. The parent stated that his/her child coughed and also spit out the brush end from his/her mouth. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 03-feb-2018 received consumer's follow-up e-mail: the parent reported that he/she would send the broken replacement brush. The parent described that after closer inspection, there may be a small piece of plastic missing. He/she didn't find that piece, so it was possible that the child swallowed it. The parent stated that he/she purchased the replacement brushes about 6 months ago; this one was the last of the brushes and had been in random use with his/her child for about two weeks. The parent noted that his/her child used a regular toothbrush in addition to an electric toothbrush. The case outcome remained recovered. No further information was provided.